Event description:
It was reported that during an arthroscopic procedure using a dyonics rf-s whirlwind 90 degree probe, the suction was not activated causing wand to become excessively hot. This resulted in the pt receiving a small burn estimated to be 2mm in size. The procedure was completed without further significant delay. No further info was provided as to the severity of the burn, treatment received, or any additional details regarding the event.

Manufacturer narrative:
Additional manufacturer narrative: the pt identifier, age, weight and gender were not provided.